Event description:
The patient had a mr exam. She was scanned in the head first supine position with the four channel shoulder coil. Her right arm was at her side. Within 48 hours after the examination a large 2nd to 3rd degree burn was found on her inner forearm near the elbow. The interface box was directly in contact with the pt's arm during the examination.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will be sent to the FDA.